Event description:
It was reported that during a laparoscopic pneumonectomy procedure, the chest lining was damaged with the driver of the cartridge. The device was used on the lung. The external one side of the staple driver was protruded and damaged the chest lining. The event occurred when the device was removed from the patient after releasing. The amount of the bleeding was a little. The procedure was not converted. The device was fired as intended. Reinforcement material was not used. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much blood was lost (ml)? Did the patient require a transfusion? How was the damage to the chest lining repaired? Was the post-operative care for the patient changed as a result of the event?

Manufacturer narrative:
(B)(4). The analysis results found that one sc60a device was returned with no visual non-conformances and with the ecr60b reload with pan was found dislodged. The device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.